Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The pitch cable was broken at the distal clevis hub. The cable segment which contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Additional observation not reported by site was the instrument distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the broken pitch cable were to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci surgical procedure that the pk dissecting forceps instrument had a snapped cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.